Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify prime or fill and a33 alarm due to physical damaged to lcd glass. Device received with loose drive support disk and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm. Customer stated that drive support cap was protruded. Customer stated that insulin squirted out during manual priming. Customer also reported that insulin pump's screen was cracked and was unreadable. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.